Manufacturer narrative:
The monopolar curved scissors (mcs) instrument and tip cover have been returned for failure analysis evaluation. At this time, the root cause of the customer reported failure mode has not been determined, as evaluation of the affected part is currently underway. A follow-up medwatch report will be submitted to the FDA after the evaluations have been completed or if additional information is received.

Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing from the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory was observed twice. The mcs instrument was removed and the tip cover was inspected. There was no damage to the tip cover found. The procedure was completed with a replacement mcs instrument and tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode as the distal end of the instrument did not exhibit any evidence of arcing. Failure analysis investigation also found that the tube extension has pad printing removal from the orange cover, with no breakage found. Investigation also found that the distal end of the instrument's main tube has a small fisure in the axial direction above the tube reinforcement ring. The instrument passed electrical continuity testing. No other damge to the instrument was found. The mcs tip cover accessory was also returned for evaluation. Failure analysis investigation found that the tip cover was returned with a couple of holes burned through the pellethane sleeve. The tip cover exhibits localized melting around the holes, indicating that multiple arcing event occurred. The holes are all under .010 to .025 in diameter, and are located from .710 to .800 below the distal end of the tip cover. No other damage found. MFR report 2955842-2013-03809 was submitted to the FDA regarding the tip cover accessory.